Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
A report was received of low pressure in the cuff after short time of use. No other information was provided to determine if intervention was required or performed during patient use.